Event description:
A consumer reported inaccurate high results with spouse's fasttake meter. Patient has had insulin dependent diabetes mellitus for 25 years. In 2001 patient's blood glucose was 101mg/dl on ft meter at 8:42 pm. Patient experienced symptoms of profuse sweating and semi-confusion. At 8:50 pm, a friend who is also a paramedic was called. Friend found patient's blood glucose 17mg/dl using a meter of unknown brand. Patient was given soda and glucose gel. Patient was not transferred to hospital and no medical treatment was required. Meter has been replaced. No allegations of harm have been made.